Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from this lot number.

Event description:
Per sales representative, facility reported that a nurse implanted a PICC line in patient early morning at the end of their shift and then went home. Nurse reported later that a bit of wire was left in the patient. An x-ray was said to have been taken and the wire was removed from the patient's right axillary vein. No patient harm reported. The PICC line was removed and no new line was placed.